Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -12.50 into the patient's right eye (od) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model and power but shorter length and the problem was resolved. Status of the eye: "the first ticl is large". It was also reported "the reason for the replacement is mainly because the vault is too high after the implantation of the first lens. Lens tear is a small crack in the non-optical area, so the doctor considers that it will not affect the optical effect". The reporter indicated the cause of the event is unknown. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -12.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault and lens tear/break during injection into the eye, with no patient injury on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, claim# (B)(4).